Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02157. The patient rec'd two scs leads from the same lot number. It was reported the patient would like to have her scs system explanted. The patient stated that the system initially provided her effective stimulation therapy. But, the system stopped working for her approximately four years ago and stimulation therapy could not be achieved in the right area. The patient also stated she has experienced infections and was prescribed antibiotics. The patient is in the process of finding a physician and have her system removed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.